Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8703w, lot# l46691, implanted: (B)(6) 1997, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had the manufacturer's pain pump for their interstitial cystitis for over twenty years; however, (B)(6) 2017 the patient had surgery. Something was blocking the catheter and the patient was not getting the medication. The patient stated that they talked with a manufacturer's representative (rep) before the surgery. However, neither the patient nor her husband saw the rep after the surgery. No further complications were expected or anticipated.